Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05778. It was reported the patient's right lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy. It is not known which lead migrated, so both are being reported.